Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed, and the unit energized and cauterized, and all ports recognized instruments. Multiple c-00 errors were observed in the error log.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had multiple errors. The customer power cycled the iesu, but the errors were not resolved. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed at the time of the event. The customer brought in another vision side cart (vsc) to continue with the operation. The procedure was converted to another da vinci surgical system with no patient harm.